Event description:
Four hrs postop, the pt experienced pulmonary edema requiring reoperation. At explant, one of the 27 mm mitral valve leaflets was reported to be dislodged from the pivot guard and fixed in the open position obstructing movement of the other leaflet. The surgeon indicated the valve holder was utilized and no force or torque was applied to the valve. It is unk what size and type of valve was implanted following the explant of this valve.